Event description:
I have noticed for almost a year now that my medtronic insulin pump infuser sets are leaking insulin within 2 days of usage instead of 3 days as advertised causing high blood sugars. At first, I thought it was my insulin pump and I reached out to medtronic which they replaced it but it did not fix the problem. The infuser sets still leak insulin from where it is attached to my stomach where it delivers my insulin. If I don't pay attention my blood sugar gets extremely high over 400 mg/dl. I have had medtronic replace the infuser sets as well in the past though they still leak insulin on the 2nd day of usage. I have talked to other diabetic patients with insulin pumps and are experiencing the same problem. Something needs to be done. I have lots of pictures where the insulin is leaking from the infuser set attached to my stomach. I have never had this problem until last year and until this day.